Event description:
It was reported to philips that the device displays "contact fault" and does not make shock. The customer worked with the technical support representative. The customer resolved the issue by changing the ECG analysis lead. The customer resolved the issue by changing the ECG analysis lead. No further action at this time. The device remains at the customer site.